Event description:
Approx 6 hrs post placement of this intra-aortic balloon catheter, another MFR's balloon pump was alarming "slow balloon." The balloon was removed and other balloon catheters were used successfully. There were no pt complications involved. The product has just been rec'd by this MFR. Upon completion of the engineering eval a supplemental medwatch report will be forwarded under the above sequence number. Iabc leaks/ruptures have been associated with repeated cycling against calcified lesions and/or other hard, sharp material. However, without evaluating the device co cannot determine the exact cause for this event.

Manufacturer narrative:
The engineers received, evaluated and retained what appeared to be a male luer connector in two pieces. The luer fitting was cracked in two pieces. Each end was uneven in nature. Co's follow up indicated stress was placed on the male luer when the extension tubing was pulled 90 degrees to the side during transport. Co believes these factors contributed to this event.